Event description:
Caller reported that the touchscreen on their insulin pump was shattered and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.